Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019, wherein the patient had 4 new leads and a new ipg implanted. The previously implanted ipg was disconnected from previously implanted lead and connected to the 2 newly implanted leads. The existing lead and ipg remain implanted and therapy has been restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has not had effective therapy since the day of implant. Reprogramming has been attempted but has been unsuccessful. As a result, surgical intervention may take place to address the issue.